Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer's wife stated that insulin was squirting out during the manual prime process. The wife stated that her husband's pump was not working properly. The wife stated that her husband received the alarm on monday again during rewind. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear sticking out. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer declined the replacement pump.